Event description:
It was reported syringe modules are reading a volume greater than what is in the syringe. Customer provided the following example: "if there is 3.5 ml of medication volume in the syringe, the pump would read 4 ml". Currently as a workaround, clinicians are manually updating the volume to be infused (vtbi) to 3.5 ml in order for the medication to infuse at the appropriate rate. There was patient involvement, but the outcome is unknown. Although requested, no additional information was provided.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: the report of multiple syringe modules reading a volume grater that what is in the syringe was not confirmed or reproduced during laboratory testing. Syringe volume detection functional testing found the suspect syringe module s/n: (B)(6) operating within specification. The device correctly identified the volume at different graduation marks in a bd 30ml syringe and a bd 5ml syringe. Alaris system maintenance (asm) preventive maintenance task results indicates that the suspect syringe module volume accuracy measurement was performing as intended, with no issues noted. A review of the received suspect syringe modules error logs identified the same plunger malfunction with error code 353.7200.5. This is a log only error event recording that is not visible to a user and is not associated with the reported issue. Review of the suspect syringe module s/n: (B)(6) event log showed that on (B)(6) 2024 at 9:20 am, the device detected a 10ml bd syringe with the volume recorded at 10.4271ml and the user started the new infusion. At 9:54 am, the infusion was completed. The inspection process did not identify any issues that may have been a contributing factor for the reported issue. The alaris system user manual v9.33 states under syringe administration set preparation: ¿to decrease potential start-up delays, delivery inaccuracies and delayed generation of occlusion alarms, it is recommended to use the smallest syringe necessary to deliver the fluid or medication, especially when delivering high-risk or life-sustaining medications at low infusion rates (e.g., if infusing 2.3 ml of fluid, use a 3 ml syringe)¿. The user should ensure that the plunger is in the correct graduation mark to avoid unexpected volume readings. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of multiple syringe modules reading a volume greater than what is in the syringe was not determined. The device was found to be operating as intended with no functional issues found to be attributing to the reported incident.

Event description:
It was reported syringe modules are reading a volume greater than what is in the syringe. Customer provided the following example: "if there is 3.5 ml of medication volume in the syringe, the pump would read 4 ml". Currently as a workaround, clinicians are manually updating the volume to be infused (vtbi) to 3.5 ml in order for the medication to infuse at the appropriate rate. There was patient involvement, but the outcome is unknown. Although requested, no additional information was provided.